Manufacturer narrative:
The case description states that the user reported receiving a 9 u bolus uncommanded. The physical controller was not received for investigation. Android log files were uploaded to the cloud system by the user and downloaded for investigation. The engineering log files from the date of occurrence were overwritten due to continued use of the system. Investigation of the audit log files confirmed a 9 u bolus was delivered on the date of occurrence at the reported time. The audit logs show that roughly a minute before the bolus was delivered, the application was opened. The audit logs show that the confirm bolus button was then pressed to initiate bolus delivery of the 9 u bolus, and no carbs or blood glucose values were entered for this bolus. The logs show evidence of interaction to deliver the bolus. No evidence of an uncommanded bolus was observed in the available log files.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that whilst running a half marathon they realised their op5 personal diabetes manager (pdm) had given an uncommanded bolus. The patient had the pdm in their pocket. After 10k they checked their pdm and saw 8.7 units of bolus was delivered. The patient went immediately the medical staff at st john's ambulance for assistance. The patient was monitored for approximately 1 hour but no diagnosis was given. The blood glucose levels dropped to 2.9 mmol/l (52.2 mg/dl).